Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a low heart rate, nerve stimulation and diaphragmatic stimulation. The right ventricular lead was found to be dislodged and perforated by x-ray and computerized tomography (CT) scan. Loss of capture, sensing issues and high thresholds were also noted on the lead. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.